Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/22/2014 with the following findings: review of the pump¿s black box failed to reveal a no-power issue; related alarms were observed in the black box. Two battery compartment cracks were observed. The battery cap threads were found to be damaged; a power loss was experienced. No evidence of moisture within the battery compartment or on the underside of the battery cap was observed. A test battery cap was used for testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power loss, a battery compartment crack, and moisture ingress into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.